Manufacturer narrative:
Other, other text: evaluation results: one level 1 trauma fast flow systems was returned for investigation in good condition. To investigate the device, the investigator installed an f-30 disposable filter onto the h-31b air detector block 4. The unit was then powered on. The customer reported product problem (unit giving disposable alarm) was not confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device. The device functioned as intended.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow systems was returned for investigation in good condition. To investigate the device, the investigator installed an f-30 disposable filter onto the h-31b air detector block 4. The unit was then powered on. The customer reported product problem (unit giving disposable alarm) was not confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device. The device functioned as intended.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 trauma fast flow system produced an alarm indicating that the disposable was not attached. The product problem was observed during testing. There was no patient involvement.